Event description:
Boston scientific received information that this right ventricular lead and pacemaker exhibited pacing inhibition. Additional information indicated that the cause of observation has not been identified as the lead looked fine under fluoroscopy and physical examination. There was no asystole noted. This rv lead was explanted and was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted that might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.